Manufacturer narrative:
The system was examined and the reported event was replicated. The footswitch was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 8, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported can be attributed to a nonconforming footswitch. However, how and when the footswitch became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure the laser was not working. The case was completed using another laser with no harm to the patient.